Event description:
It was reported by the rep a 512s was used during an unk procedure. It was reported the o ring loosened from the trocar and fell into the pt. There is no add'l info available. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.56264/j. D5,6; h4: info not available, device not returned for analysis.